Event description:
It was reported the patient was having problems recharging their neurostimulator. The patient reported coupling or communication issues. The device was later confirmed to be flipped in the pocket. The device was explanted. The patient had previously had two revisions for similar events. See MFR report # 3004209178-2008-06923 and 3004209178-2008-06924.